Manufacturer narrative:
The impella device was returned, and an evaluation was completed. A review of the data logs noted a high motor current pump stop during support coinciding with impella outflow blocked alarms and impella position unknown alarms. A visual inspection of the returned pump found a large clot on the outflow cage. Upon conclusion of the investigation, the cause of the reported issue was the presence of biomaterial in the device. Per the IFU: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 48-year-old female with cardiomyopathy was implanted with an impella 5.0 for mechanical circulatory support. During support, the device was intermittently triggering an outflow blocked alarm and the catheter position was adjusted each time. After the catheter was pulled out a little to adjust the position on september 25th, the impella outflow blocked alarm kept alarming. There was no problem in the depth of the catheter when confirmed using echocardiogram. At present, there are no findings that would positively suggest hemolysis. The impella was replaced with no complications. No reported harm to patient was noted.